Event description:
It was reported that the patient was walking, stem subsided, and surgery was required.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem and body was reported. The event was confirmed. Method & results: the device was not returned for analysis. A review of the provided medical records by a clinical consultant indicated that suboptimal initial fracture stabilization with an additional poor fit between proximal rm body and deficient proximal femoral bone represented several relevant factors to be held responsible for the early subsidence of the first rm stem within the first three months and because related to surgical technique, this aspect is procedure-related in origin. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated that suboptimal initial fracture stabilization with an additional poor fit between proximal rm body and deficient proximal femoral bone represented several relevant factors to be held responsible for the early subsidence of the first rm stem within the first three months and because related to surgical technique, this aspect is procedure-related in origin. A review of the surgical protocol noted that each calcar body has holes fitted with cobalt-chrome bushings that allow the use of dall-miles 2.0mm beaded cables to pass through the vertical flanges of the body. The +10mm calcar body has four available holes, and the +20mm and +30mm calcar bodies have six. The dall-miles recon and trauma cable system provides the surgeon with a means of achieving trochanteric reattachment and a variety of methods for cerclage fixation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was walking, stem subsided, and surgery was required.